Manufacturer narrative:
Additional suspect medical device components involved in the event product family dbs-linear leads, upn m365db2202450, model db-2202-45, serial (B)(4), batch 7083430.

Event description:
It was reported that the patient experienced a hemorrhage in the left hemisphere post deep brain stimulation (dbs) lead placement. The physician noted that during the implantation the leads were on target, in a great position, and reported that the procedure went very well. There was no hemorrhage detected at this point. The patient was kept in the hospital and monitored overnight per regular practice, and the patient was sent home the following morning. The patient was admitted to the operating room approximately 11 p.m. That evening with stroke-like symptoms. A computed tomography scan revealed a hemorrhage in the left hemisphere proximal to the left dbs lead. The patient has since been diagnosed with weakness in the right arm and hand, with expressive aphasia. The patient is currently in rehabilitation. The physician chose to proceed with the implantation of the implantable pulse generator procedure, and the procedure was successfully completed. The patient will continue to attend rehabilitation and their condition will be monitored for symptoms to improve. The patient is recovering slowly and is improving. The physician assessed that the hemorrhage was related to the insertion of the lead and presumes that hypertension could be the reason for the delayed hemorrhage.